Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that seven months post stent implantation, an in-stent restenosis was detected. The exact location of the restenosis is unknown. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. In this case, the in-stent restenosis was reported to be disease-related. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors to the reported event. On the basis of the information available and as no image was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. In addition, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Updated 'outcomes attributed to adv ev' due to receipt of additional information. Updated 'event description' due to receipt of additional information. Updated 'eval code and desc - conclusion 1' due to completion of evaluation.

Event description:
It was reported that seven months post implantation of the stent in the right middle sfa for treatment of an 80 - 90 % stenosis of 140 mm length, an in-stent restenosis (99 %) was detected. As reported, the lesion had been pre-dilated and post-dilation of the stent was performed. The in-stent restenosis was reported to be disease-related. Angioplasty and the placement of an additional stent inside the previously implanted stent was performed for patient treatment. The vessel was reported to be patent after the intervention with good flow and 0 % stenosis. There was no reported patient injury.